Event description:
During a follow-up in-clinic, dislodgement was observed on the left ventricle (lv) lead via diagnostic imaging. The lv lead was repositioned to resolve event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.